Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link microbore catheter extension sets had a connection issue. This was further described as, the baxter ¿one-link was not connecting well¿ to the power injector, CT (computerized tomography) syringe and high pressure tubing set (non-baxter products). It was further stated that ¿the connection was too loose on the proximal, upstream end of the one-link¿. The facility representatives tried to tighten it with a hemostat, but this made the connection too tight. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.